Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues were found that would indicate the pod was not delivering insulin. The device had the adhesive pad completely attached with no insufficient weld spots. Residual adhesion felt when peeling the adhesive pad apart from itself. Due to the device being worn, the original state of the adhesive pad could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached approximately 19.4 mmol/l (350 mg/dl) while wearing the pod between 36 and 48 hours. The customer noted the adhesive was not secure and the cannula was bent. A new pod was applied to treat the hyperglycemia.